Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6)2024, the patient experienced skin reaction that was described as infection under sensor pod area only. The patient was prescribed doxycycline and recovered after treatment. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e2010 needle stick/puncture